Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had primary thr in (B)(6) 2020. Between december and july patient was revised and constrained liner was implanted off site. Patient presented with hip dislocation in (B)(6) to tuh and was revised on the (B)(6) 2021. Upon removal of the implant, damage was noted below the ring and on the ceramic head. There was wear noted on the ceramic head. The pink layer on the head was worn, metal marks were noted on one of the sides of the head. Affected side: left hip.